Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer also reported that the insulin pump alarmed lost sensor, and she found a bent sensor cannula upon removal. The customer stated that, prior to starting insulin pump therapy, she had experienced blood glucose in the 500 mg/dl range. She stated that since she had started using the insulin pump, she had had only a few occurrences in which her blood glucose was in the 500 mg/dl range, which she attributed to meals. She reported some sensor issues, including delayed blood glucose entries, frequent meter blood glucose now alerts, and inaccurate sensor readings. She advised that she had used old blood glucose readings in the past and understood to use the most recent blood glucose to prevent errors. She advised that the frequent alerts were no longer an issue. She declined troubleshooting assistance for the matter.